Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had issues with no delivery alarm, rejecting new batteries, reduced battery life and worn out keypad. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.